Manufacturer narrative:
Additional concomitant medical products: (B)(4) device implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) impedance. Follow up indicated that the lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.